Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported bruising from a fall. Patient reported that the lifevest affects his balance and contributed to the fall. Patient also reported itchy and red skin under the rear therapy pads. Patient received x-rays from the fall but there was only bruising and was using crutches. There was no indication of medical intervention for the itchiness. Outcome of the injury is unknown.